Event description:
It was reported that the procedure was to treat restenosis of xience v stents (more than 1), deployed in the right coronary artery during a previous procedure in another hospital. Two non-abbott stents were deployed successfully to treat the restenosis and the 4.0x20 mm nc trek was used to perform post dilatation of the two stents. After full deflation of the balloon, with no difficulties experienced during deflation, resistance was felt during retraction of the balloon catheter from the deployed stents. The balloon was reinflated and deflated several times; however, the balloon could not be retracted. Negative pressure was applied again and the balloon was able to be retrieved to the tip of the 6fr guiding catheter, but could still not be retracted into the guide. Inflation and deflation of the balloon was performed again, and this time the balloon catheter was able to be retracted from the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balance middleweight; guide cath: 6fr; stent: ion (2), xience stent. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Date of implant estimated. The nc trek and additional xience v stent referenced are being filed under separate medwatch reports.